Event description:
The suspect device result was 203 mg/dl. Paramedics were called and the user's blood glucose was 17 mg/dl on the emts meter. Pt was treated for hypoglycemia. Controls were not used. The device was replaced and requested to be returned for eval.